Event description:
It was reported that during a peripheral stenting procedure, deployment difficulties were encountered. The lesion being treated was located in the occluded left axillary. While attempting to deploy the stent, the trigger was reported to be "sticky." The symphony biliary stent failed to deploy, instead "looping on itself and doing a 360." The physician was unable to manipulate or deploy the stent, therefore, he attempted to remove the delivery device. He was unable to remove the device, therefore, he called in a vascular surgeon to perform a cut-down for removal. The pt did not experience any symptoms during this event, and no further complications occurred. Multiple attempts to obtain add'l info have been unsuccessful. Add'l info is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.